Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 493 mg/dl at the time of the incident. Customer stated that the blood glucose level was high despite of bolusing and they had not eaten anything. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the infusion set was not connected fully. The insulin pump will not be returned for analysis.